Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con, rep): information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for non-malignant pain it was reported that the patient¿s device had not been working for months, only one program worked using electrodes on the paddle lead and electrode 13 had out of range (oor) impedances. The rep tried to programming using other electrodes and none provided paresthesia (stimulation) in or near the lower back or bladder like when electrode 13 was used. It was noted that the patient had a lot of falls, but the rep was unable to pinpoint when, where, and how the patient fell near or around the time when they stopped feeling stim. The issue was not resolved at the time of the report; the doctor decided to just replace both paddle leads with MRI compatible surgical paddle and MRI compatible implanted pulse generator (ipg). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-dec-15. The rep stated that they never said that the device was not working. They stated that the only program that truly worked for this patient was not providing any paresthesia. The patient reported that when they used group d, which was the only program that worked to relieve any of their back and groin pain, they had no paresthesia even at maximum voltage. They tried using other groups from which they could feel paresthesia but none helped their pain. When the rep checked the electrode impedances on 2017 (B)(6) they discovered that electrode #13 is the only electrode out of range (oor) using 1.5 volts and 3.0 volts to test impedances. Changing reference electrodes showed same results: #13 is the electrode oor and this electrode needs to be programmed as a cathode with #12 and #14 as anodes to guard this cathode. This is the only programming configuration that works for this patient. The rep stated that the cause of the device not working, loss of paresthesia and oor electrode remains unknown. The rep did note that the patient falls periodically and who knows if the fall fractured the electrode wire or caused a loose connection. The rep restated that the device is working. The issue is with the #13 electrode not working. The healthcare professional (hcp) is requesting to the patient¿s insurance to have the entire system removed and replaced with an MRI compatible paddle lead and implantable neurostimulator (ins). The rep did not have a surgery date at this time. The rep would provide an update when the surgery is complete to try to send back the system. But if the surgery is performed at any hospital in the deaconess health system, their risk management department will not release any explanted product. The rep has tried numerous times in the past and hit roadblocks every time with no cooperation. This information was confirmed with the physician. No further complications were reported/are anticipated.